Event description:
Information received indicates when the intellidrive is activated it runs in reverse. The intellidrive is an attached power drive mechanism built into the bed.

Manufacturer narrative:
The hill-rom technician found the cabling to pag board was reversed. He connected the cables correctly to resolve the issue.